Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer changed pump supplies to address the issue. Customer's blood glucose was 278mg/dl.